Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample for diagnosis. The voc indicated an "l3-033" error code. L3-033 is a probe damaged error code. This error is attributed to damage to the rotation drive train. One hh8bex biopsy probe was received in good condition. The device showed evidence of use in a procedure. Tissue, assumed to be from the noted procedure, was found on the knock out pin in the sample collection area. The probe was connected to a holster for functional evaluation. During initialization, error code "l3-002" (probe damaged) was received. This error is reflective of the ex probe giving an error message and no longer functioning and renders the device inoperable. The probe was disassembled for further evaluation. During manual rotation of the carriage, a small fragment was found on the translation shaft, which could have contributed to event as describe. Due to disassembly, unable to confirm. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of tissue, the event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that after cutting 2-5 tissue, noise will be heavy with error code "l3-033" when the cutter goes forward, cutter can't cut any tissue. No patient complications.